Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 101). There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurrence of system fault (sf101) indicating an incorrect outlet pressure measurement followed by ¿ventilation not started, incorrect adapter¿ error messages. Based on the investigation results, it was determined that the system fault and the error messages were most likely due to an incorrectly installed expiratory adapter. The expiratory adapter was reinstalled which resolved these issues. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 101). There was no patient injury reported as a result of this incident.